Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported event could be biological deposits in the drainage lumen due to which the drainage lumen was blocked, resulting in stoppage of urine flow into the bag. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was clogged and did not allow all of the urine to flow out to the bag. The patient stated that the drain bag was changed every four weeks. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was clogged and did not allow all of the urine to flow out to the bag. The patient stated that the drain bag was changed every four weeks. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was clogged and did not allow all of the urine to flow out to the bag. The patient stated that the drain bag was changed every four weeks. No medical intervention reported.